Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declined to 47 mg/dl and later rose to 71 mg/dl when they treated with sugar and juice. The customer also reported their blood glucose was 282 mg/dl at the time of the call. Customer was able to treat their blood glucose with a bolus. The customer declined to be transferred to the helpline. The customer declined to return the insulin pump for analysis.